Manufacturer narrative:
A2: age at time of event: 70s.

Event description:
It was reported that the device lost aspiration which lead to a thromboembolism and additional intervention. A 2.1mm jetstream xc catheter was selected for an atherectomy procedure in the left superficial femoral artery. Midway through the procedure, the device lost aspiration which caused clot to be sent downstream blocking the vessel. Two different angiojet catheters were used to resolve the issue. It was a long procedure. No further patient complications were reported. It was further reported that when the device lost aspiration, infusion and rotation were still working. No error messages were displayed when this issue occurred and no visible defects were noted on the device. The embolized clot blocked the popliteal then the anterior tibal artery. The embolized clot was completely resolved with the help of an angiojet device.

Event description:
It was reported that the device lost aspiration which lead to a thromboembolism and additional intervention. A 2.1mm jetstream xc catheter was selected for an atherectomy procedure in the left superficial femoral artery. Midway through the procedure, the device lost aspiration which caused clot to be sent downstream blocking the vessel. Two different angiojet catheters were used to resolve the issue. It was a long procedure. No further patient complications were reported.